Manufacturer narrative:
Unit received with blank display due to broken solder joint on/interface board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and displacement test or verify no delivery alarm due to blank display. Unit had broken reservoir tube lip and missing reservoir tube o-ring.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the insulin pump had blank display screen and no delivery alarm. The customer was reported via phone call that, the customer had high blood glucose of 168 mg/dl. Customer also reported that, the piece missing on the lip of the reservoir. Troubleshooting determined that, the insulin pump should be replaced. The customer advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.